Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the pump failed to emit a low battery warning and has a short battery life. . Reported that she noticed issue several months ago. Denied trauma to pump. Denied evidence of moisture or corrosion in battery compartment. Denied losing power on pump. Reported she uses alkaline batteries in pump and that the battery type matches battery setting in pump. Reported that she does not use energizer lithium batteries. Reported that she uses brand name and store brand alkaline batteries in pump with good expiration dates. Reported battery cap is secure and intact. Reported she did not receive a low battery warning low battery before the (B)(6) 2013 replace battery warning. Patient is currently still using pump for insulin delivery. Customer technical support (cts) educated patient on battery life expectancy of alkaline and lithium batteries per user's guide and on confirming warnings and changing battery within 30 minutes of receiving a low battery warning. There is no adverse event related to this issue. This complaint is being reported because of the allegation that the pump failed to emit the low battery warning.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the black box history was reviewed and showed that data for (B)(4) 2013 had been overwritten due to continued use of the pump. A low battery warning and a replace battery alarm were reproduced correctly for the investigation. The pump successfully performed a 10 unit audio and a 10 unit normal bolus and were accurately recorded in the pump history. The pump was exercised for a 24 hour duration period with no warnings occurring during this time period. The complaint of no low battery warnings was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.